Event description:
It was reported the patient presented for an initial procedure. During implant, the implantable cardioverter defibrillator (ICD) was connected to the atrial lead and exhibited increased capture threshold and noise. The atrial lead showed normal values when connected to the pacing system analyzer. The physician elected to complete the procedure with a different implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
The reported event of signal artifact/noise was confirmed via reviewing of the device image. However, the noise was found to be due to external (non-device related) factors. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.